Event description:
It was reported that the customer was hospitalized for high bgs. Customer originally called in to report e-21 alarms and that the pump was priming very quickly. Instructed to return pump.